Event description:
It was reported that the patient experienced ¿jolts¿ at the location of the leads and in the right lower extremity and right back areas when on electrodes #8-15 on the implantable neurostimulator (ins). The patient also had less than 50% therapy relief during the event. Diagnostic testing and troubleshooting procedures performed included x-rays, reprogramming, and impedance testing which showed values >40,000 ohms on electrodes #8-15. At the request of the patient the ins system was explanted and replaced. The explanted components were not returned to the manufacturer and were discarded by the customer. It was reported that patient was then able to get full coverage to their painful areas with the stimulation post-op and had no issues. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3778-45, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. Product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3778-45, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6). (B)(4).